Manufacturer narrative:
The device is not available for eval. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
Report received from ireland states that the blue line to the cutter disconnected during the procedure. A new cutter was used to complete the procedure. There was no reported injury or consequences to the pt.